Manufacturer narrative:
This is 1 of 2 reports (1st MDR). H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during one right pca bifuration aneurysm case, the operator prepared to use the subject stent to assist. Flushed normally and delivered the subject stent to go into the microcatheter normally and when the stent reached tip of microcatheter, the operator withdrew the whole system to release the tension but he mistakenly deployed the subject stent (tip of the subject stent was out of microcatheter and the rest was inside microcatheter) and the subject stent was pulled to lower position of aneurysm. So he withdrew the subject stent with the microcatheter out together and found the patient's vessel was slightly hemorrhaged so he finished the procedure directly. The procedure was completed successfully. The operator thought both the subject stent and microcatheter might be related to the adverse event. No additional information available.

Event description:
It was reported that during one right pca bifuration aneurysm case, the operator prepared to use the subject stent to assist. Flushed normally and delivered the subject stent to go into the microcatheter normally and when the stent reached tip of microcatheter, the operator withdrew the whole system to release the tension but he mistakenly deployed the subject stent (tip of the subject stent was out of microcatheter and the rest was inside microcatheter) and the subject stent was pulled to lower position of aneurysm. So he withdrew the subject stent with the microcatheter out together and found the patient's vessel was slightly hemorrhaged so he finished the procedure directly. The procedure was completed successfully. The operator thought both the subject stent and microcatheter might be related to the adverse event. No additional information available. Update: additional information was received on 25-apr-2024 stated that endothelial was injured and bleeding, there was no intracranial hemorrhage. No additional information available.

Manufacturer narrative:
B5 executive summary - updated. H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 medical device problem code - device code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed, the sdw (stent delivery catheter) was found to be kinked/bent, the stent was found to be deformed, the stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent partial deployment' could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. 'Patient injury' could not be duplicated during device analysis, as the event is procedure/patient related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the stent reached tip of microcatheter, the operator withdrew the whole system to release the tension but he mistakenly deployed the stent(tip of stent was out of microcatheter and the rest was inside microcatheter) and the stent was pulled to lower position of aneurysm. So he withdrew the stent with microcatheter out together and found the patient's vessel was slightly hemorrhaged so he finished the procedure directly. The device was returned, the sdw was returned within the microcatheter and the stent has been fully deployed, it is likely that the stent had been fully deployed post procedure, as the stent was returned. The stent was noted to be significantly deformed. The sdw was kinked. It is probable that there were procedural factors present to cause the stent to partially deploy from the microcatheter, causing the reported injury during removal of the device from the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed 'stent partial deployment' and 'patient injury' and to the analyzed 'stent deformed' as, the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the sdw was kinked as a result of handling of the device during use, therefore an assignable cause of handling damage will be assigned to the analyzed 'sdw kinked/bent.'